Event description:
Gynecare therma-choice iii was defective. The balloon did not inflate correctly. The equipment was replaced and the physician finished the procedure without any further complications.